Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on bus. A field service engineer identified a faulty row board on main drawer 3.1 and replaced the row board, then tested the drawer using the hardware test application, and the drawer functioned properly during testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 1 main drawer 2.2 pkt a1, 1 main drawer 4 pkt a5, and 1 main drawer 3.1 experienced multiple drawer failures and were not detected on the bus. The customer attempted to reboot the device, shut down the station by unplugging the power cord from the back of the station, reconnected the power cord, and attempted to recover the drawers again; however, the drawers continued to fail and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.